Manufacturer narrative:
Update to h6 (component codes, type of investigation, investigation findings and investigation conclusions). The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Procedural cine imaging was reviewed and revealed that during valve deployment, the inflation balloon appears to interact with the pre-existing mechanical valve when inflated. During manufacturing all inspections are conducted on 100 percent of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. Off-label valve sizing (outside of the recommended size range) using the s3/commander system is not an indicated use. The risk management file captures risks for indicated device use only. The review of the risk management file is complete, and no further action is required at this time. The complaint for valve deployment and position interventional device interacts with non-edward's device was unable to confirm. In this case, available information suggests procedural factors (off-label use) may have contributed to the reported event. The reported event does no allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore, further escalation to engineering evaluation was not performed. Risk assessment and DHR was performed and revealed no deficiencies or evidence that a manufacturing non-conformance contributed to the complaint event. No product risk assessment no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, it was a case of an implant of a 29 mm sapien 3 thv, in aortic position by transfemoral approach. Patient had an annulus of 840 mm2, which was out of the range of sapien 3, and therefore it was an off-label case. Patient had a mitral mechanical valve implanted 20 years ago. During valve deployment, it was seen that the balloon of the commander delivery system touched the mitral valve, and after deployment, the mitral valve could not open properly. The operator decided to surgically replace the mechanical mitral valve with a new one. Tavi implantation and posterior mitral valve surgery were successful, with good valve profile and only mild aortic pvl. On pod 8, patient was well and was discharged home.